Event description:
It was reported that tip detachment occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 185cm j-tip pt guidewire was advanced to cross the lesion. However, while manipulating the guide wire inside the vessel, resistance was encountered and 3cm of the guide wire tip detached. The physician attempted to remove the device fragment but it was not possible to withdraw and was left inside the artery. Flow of the vessel was not compromised and vessel damage was not noticed. The procedure was completed with another of the same device. The patient was transferred to the coronary care unit to monitor possible complications of bleeding from the right groin. There were no further complications reported and the patient was stable.